Event description:
Additional information was received with the patient' vns settings. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient underwent generator replacement. The explanted generator was given to the patient's guardians by the explanting physician and will not be returned to the manufacturer. Therefore, product analysis could not be performed.

Event description:
Clinic notes were received indicating that the vns patient¿s seizures were stronger than before. It was noted that the patient previously experienced a change in seizure pattern when his previous generator was nearing end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. A battery life calculation using the available programming history showed approximately 2.8 years until eri = yes.